Event description:
A hemodialysis facility has reported an internal blood leak with the use of the optiflux dialyzer. The incident occurred at the initiation of treatment. The event was confirmed by the facility with the test strip. The ebl was 50 cc and there was no pt ill effect. There is a sample available for eval.

Manufacturer narrative:
(B)(4).